Event description:
It was reported that the patient underwent a revision surgery due to an alleged infection. During the revision surgery, the following eleos implants were revised: tibial hinge component, resurfacing femur axial pin, and poly spacer. The following eleos implants remain implanted from the patient's original procedure: stem extension, segmental stem, resurfacing femur, and proximal tibia. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00159, #3013450937-2023-00160, #3013450937-2023-00161, #3013450937-2023-00162, #3013450937-2023-00163, #3013450937-2023-00165.